Event description:
Customer reports the pump delivered more than the preset dose during an intermittent feeding. During the initial dose of 110 ml, the pump reportedly continued to deliver after the volume reached the 110 ml. When the customer checked the pump, the volume was at 160 ml. She then stopped the pump. The feed rate was set at 240 ml/hr and the interval was set at three hours. The volume was cleared before the feeding started. No injury occurred.